Event description:
It was later reported that the patient's house lost power causing power to the mpu to be briefly interrupted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the low power hazard/no external power alarm was confirmed via log file analysis. The event log file captured a low power hazard/no external power alarm events on october 13. According to the voltage values, both power cables loss power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the system continue to operate at the patient stored speed value (6,200 rpm). Power was restored from the mobile power unit and the alarm cleared. This sequence of events is consistent with the loss of ac power while the controller is connected to the mpu. There were no other notable alarms active in the log file. The mobile power unit (serial # (B)(6)) was not exchanged and not expected to return for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The root cause for the reported event was determined to be a loss of power to the home and was not correlated to a device related issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped on 09aug2022. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had experienced power cable disconnect and low power hazard alarms while on the mobile power unit (mpu) on (B)(6) 2022. This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power hazard/no external power alarm was confirmed via log file analysis. The event log file captured a low power hazard/no external power alarm events on october 13. According to the voltage values, both power cables lost power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the system continue to operate at the patient's stored speed value (6,200 rpm). Power was restored from the mobile power unit and the alarm cleared. These sequences of events are consistent with the loss of ac power while the controller is connected to the mpu. There were no other notable alarms active in the log file. Additional information indicated the suspected cause of the loss of power event was unknown. The information indicated the mobile power unit has not been replaced and not returning for an evaluation. A root cause for the reported event could not be determined during the evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. The device history record confirmed the unit was packaged with the ac power cord with the v-lock feature. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was previously reported that the patient's house lost power causing power to the mpu to be briefly interrupted, however, it was later reported that it was unknown if there were any environmental circumstances that may have affected ac power at the time of the event.